Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received erratic calcium results for approximately two weeks and one incidence of erroneous glucose results. She provided results for six patients, four of the patients had erroneous results: patient 1, original calcium result 15.6, repeat 9.1 mg/dl. Patient 2, original calcium result 13.6, repeat 9.5 mg/dl. Patient 3, tested 3/1/10, original calcium result 10.9, repeat 9.3 mg/dl. Patient 4, tested (B) (6) 2010, original calcium result 15.8, repeat 9.4 mg/dl; original glucose result 204, repeat 104 mg/dl. Only the glucose result was reported. The doctor requested a rerun and did not treat based on the first result. Patients were not adversely affected. Calcium reagent lot was 61867901. Glucose reagent lot was 61431901. The field service representative found optics were bad, there was a bad probe and the external water system looked severely contaminated. Customer contacted water supply company to test water. The field service representative replaced optics, lamp and decontaminated system twice. He also replaced probe b and valve to pump, he also switched water supply to analyzer's external water reservoir.